Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a growing prosthesis and stem fractured. Left side hip gmrs. Surgeon replaced the femoral component. No return, product was sent to pathology. Update 29/may/2020 wg: information provided by customs team confirms that a stryker custom growing prosthesis was also revised to a gmrs prosthesis.

Event description:
Patient had a growing prosthesis and stem fractured. Left side hip gmrs. Surgeon replaced the femoral component. No return, product was sent to pathology. Update 29/may/2020 wg: information provided by customs team confirms that a stryker custom growing prosthesis was also revised to a gmrs prosthesis.

Manufacturer narrative:
Reported event: an event regarding revision involving a custom femoral component was reported. The event of revision is confirmed but no device failure mode was reported, thus the failure mode cannot be confirmed. Method & results:  device evaluation and results: not performed as product remained implanted.  Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: an overload condition has developed due to mismatch in strength of present device implanted at age of 7-years and the current loading conditions at an adult age of 18-years where the problem of increasing strength requirements for patients in the growing ages has not yet been solved. Pediatric size implants tend to be used until adult age with overload conditions becoming unavoidable ultimately causing also unavoidable fatigue fractures. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: it was reported that the patient left femur was revised due to stem fractured. It was reported that the custom femoral component was also revised with no specific allegication. The event of revision is confirmed but no device failure mode was reported, thus the failure mode cannot be confirmed . The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.